Event description:
It was reported the device could not be interrogated and there was no magnet response. It was also noted the device check a few weeks prior had projected a longevity estimate of 2.5 years. Eri also reported. The device was replaced and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.